Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during the procedure, the jagwire frayed. Procedure successfully completed with another of the same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine.

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a damaged and torn sheath approximately 96.5-103.2cm from the dream end. A dimensional analysis of the wire o.d. Was conducted and found the measurements to fall within the device specifications. The cause of the reported malfunction is undetermined.